Event description:
A customer reported an issue with the incorrect time displayed on their pump. There was no adverse impact to the customer¿s blood glucose level. The customer service team assisted in updating the pump time and advised the customer to monitor the situation and follow up should the discrepancy recur, which the customer understood and acknowledged.